Manufacturer narrative:
Customer also returned lot 477013 (exp. 10/31/2019). The test strips are expired, and therefore could not be tested.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes on system 1: 6.0 mmol/l and 15.0 mmol/l. It was reported the patient received the following results within 10 minutes on system 2: 6.2 mmol/l and 15.6 mmol/l. It unknown if all 4 blood glucose results were taken within 10 minutes or if 2 separate comparisons were performed. It is unknown which test strip lot number was used for which blood glucose results or meter. The test strip lot numbers (477634) and/or (477013) were used for the results comparison.